Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced two buffer valves, mixing motor, and mix bar which resolved the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. The erroneous results were released out of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer provided patient data for two (2) patient samples. Patient demographics were not provided.